Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #1058196-2012-00119 and #1058196-2012-00120.

Manufacturer narrative:
During a stent assisted coil embolization, the enterprise vrd and delivery system was not able to be advanced through the prowler select plus microcatheter (mc). There was no reported product issue with the mc; however there was reported loss of access to the target lesion. There was no reported patient injury and the procedure was successfully completed using similar/like products. The target lesion was an anterior communicating (acom) artery aneurysm. No target lesion/aneurysm measurement information was available. An adequate/continuous flush was maintained to the micro-catheter at all times. The products were inspected prior to use and appeared to be normal. The products were prepped properly according to the instructions for use (IFU) with no problems noted. No additional information is available. (B)(4): the prowler select plus mc was not received for analysis and the lot number is not known; therefore a device history record review cannot be completed. Procedurally, the mc would have been placed at the target site over a guidewire; therefore, it is possible that procedural factors may have contributed to the inability to advance the enterprise system through the mc. Without the return of the mc for analysis, no conclusion can be made regarding the event. Therefore, no corrective actions will be taken at this time. With functional testing there was no difficulty advancing the returned enterprise through a lab sample mc. The concomitant mc was not returned for analysis; however, procedurally the mc would have been placed at the target site over a guidewire; therefore, based on the analysis of the returned enterprise system and the limited available information, it is possible that procedural factors may have contributed to the inability to advance the enterprise system through the mc. There is no indication of any manufacturing or performance issues related to the enterprise. Therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure. Please reference MFR. Report #1058196-2012-00119 and #1058196-2012-00120.

Event description:
The report received from the affiliate indicated that during a stent assisted coil embolization, the physician was not able to advance the enterprise vrd and delivery system through the prowler select plus microcatheter (mc). There was no reported product issue with the mc, however there was reported loss of access to the target lesion. The target lesion was an anterior communicating (acom) artery aneurysm. No target lesion/aneurysm measurement information was available. The physician was able to complete the procedure successfully using similar/like products. There was no reported patient injury. An adequate/continuous flush was maintained to the micro-catheter at all times. The products were inspected prior to use and appeared to be normal. The products were prepped properly according to the instructions for use (IFU) with no problems noted. No additional information is available.